Manufacturer narrative:
Section h10: (h3) engineering evaluation pending.

Manufacturer narrative:
Pending evaluation.

Event description:
Index: (B)(6) 2014: pending revision next week for poly wear. Rep unable to provide the original invoice for serial numbers. Unable to locate in ebi.

Manufacturer narrative:
The engineering evaluation noted the revision reported may have been the result of the orientation of the acetabular cup, edge loading/impingement, patient conditions, or a combination of the three, which led to prosthesis wear and osteolysis. However, this cannot be confirmed as the devices were not available for evaluation.